Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer changed the infusion set three days prior to being hospitalized. It was stated that the customer experienced low blood glucose levels because the insulin pump was not programmed correctly. Nothing further was reported.